Manufacturer narrative:
The combiset bloodlines were discarded by the user facility and are not available for evaluation. A supplemental report will be submitted upon completion of the plant investigation.

Event description:
A user facility reported there was a slight tear in the tubing of the patient's bloodlines during treatment, which resulted in an estimated blood loss of 250cc. The patient was set-up with new supplies on the same machine and was able to successfully complete treatment. There were no adverse effects to the patient.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects or irregularities were noted. All bonds were closely reviewed and found to be properly assembled; no abnormalities were detected during the visual inspection. The venous line was found to be acceptable with no damages. One sample was tested on a 2008t hemodialysis machine for simulated use and the sample worked as intended without any abnormalities during the tested period. No leak occurred during tested period from the tubing venous chamber. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.